Event description:
Customer reported, leaking set "blew out" at the pumping segment. The set was connected to an extension set that was used with a power injector connected to the clave port of the extension set and clamped off to the primary set. No pt harm was reported. No additional info was provided. Cardinal rep indicated to the reporter that this set is not power injector rated. Also suggested that additional to clamp the extension set when connecting the power injector to the clave port of the extension set, to apply the roller clamp on the primary set.

Event description:
The facility reported to (B) (4) customer service an ipump with no audio or visual alarms. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B) (4) this device has not yet been received in baxter. A follow-up report will be submitted should the device be received for evaluation.

Manufacturer narrative:
The device was received in baxter for evaluation. The reported condition of no audio or visual alarms was not confirmed. No repairs were made concerning this condition. The device was tested and returned to the customer within specification.